Event description:
It was reported that the pump alarmed at 07:37. The pump was scheduled to alarm at 13:37. The infusion completed early. The patient called the company and turned the pump off. The pump displayed that pump should have 7.9 ml remaining. No patient injury or complications were reported in relation to this event.